Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive the vision side cart (vsc) common computer controller (ccc) involved with the complaint to perform failure analysis. In logs, no data was found to indicate that this issue had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed, programmed and tested on the dv5 in house golden system where the components functioned as expected. The vessel components were installed to test the energy functionality feature, and there was no evidence of energy being fired after releasing the foot energy pedal. As a result of this test and findings, failure analysis concluded that root cause could be attributed to this vsc ccc unit to the reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the e-200 generator, foot tray, and common computer controller (ccc) for customer satisfaction. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with the complaint to perform failure analysis. The failure analysis performed visual inspection on the foot tray and found no problems related to reported issue. Checked and could not verify any errors in lighthouse (aperture) so installed foot tray on an internal equipment, fixture, or tool (eft) system and powered on. The system powered on with no errors or failures, so went ahead and installed instruments and checked vessel sealer operation. Vessel sealer appeared to be working fine, found no problems with energy being delivered by default. Tried power cycling system a few times and rechecking vessel sealer operation and at this time could not confirm reported issue, vessel sealer was working as designed. Isi has received the e-200 generator and ccc for evaluations, but evaluations have not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) instrument was still delivering energy during fault. The customer power cycled the system and the fault got cleared and were not available in live logs. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using the same vse instrument. The issue did not cause any injury/harm to the patient. No further information was provided.

Manufacturer narrative:
Isi did receive the e-200 generator involved with the complaint to perform failure analysis. During failure analysis, the e-200 generator was visually inspected, where no issues were found. The e-200 was installed onto a known good equipment, fixture, or tool (eft)and powered on with no issues. Persist logs were pulled and uploaded to confluence. A tool was installed and the e-200 performed normally, completing both cautery testing and the system drive testing.

Event description:
Refer to h11 for follow-up information.